Event description:
It was reported that cgm displayed malfunction error and caller sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed that error did not appear again, and was advised to wait 20 minutes before starting new sensor session, which caller understood and acknowledged.